Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. All information reasonably known as of 02 jun 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced different incidents, which were associated with separate units, involving different patients. This is the first of three reports. Refer to 9611594-2026-00389 for the first report. Refer to 9611594-2026-00390 for the second report. Refer to 9611594-2026-00391 for the third report. The customer reported a buried gastropexy fastener associated with a pressure injury. The patient presented to the emergency department with pain at the site of the buried fastener. The fastener was subsequently removed and a gaping wound was reportedly observed following removal. Local anesthetic was required to facilitate removal of the fastener. Additional information received on may 28, 2026, reporting the gastrostomy device was inserted on (B)(6) 2026, the fasteners were visible on (B)(6) 2026, the patient presented to the emergency department on (B)(6) 2026 due to pain and buried fasteners, and removal occurred on (B)(6) 2026.